Event description:
Baxter center for service (cfs) customer service specialist (css) called corporate product surveillance (cps) (B)(6) 2012 to advise of a call received on the same day from a biomedical technician (bt) regarding one (1) as50 infusion pump, serial number (B)(4), on which error code l000028 was displayed during startup (B)(6) 2012. Css stated that she explained to the bt that the device is no longer being supported by baxter, but that the report would be forwarded to cps. Css advised that the serial number (B)(4) was purchased from baxter by a different company than the one reporting the problem. No patient involvement, injury or adverse event is reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation as this pump is no longer supported. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump.